Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported the insulin pump was not working. Customer stated the device was alerting and it had a dark circle in the status bar. Customer stated he was unable to change the basal rates or clear the alarm. Issues with button started around (B)(6) 2015, states he has to press them two or three time before bolus delivers. Customer's current blood glucose was 213 mg/dl. Customer stated he was hospitalized four to six times in the last six months for high blood glucose, 500 mg/dl. Treated with manual injections and was hospitalized on (B)(6) 2015. Customer stated the device was not dropped, bumped, or exposed to moisture. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.